Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was reviewed and no errors were found, therefore the reported event is not confirmed. The reported device was not returned to france for investigation as repairs were carried out locally. Upon first step of investigation, it was noted that the pump maintenance was well overdue. It should have been performed before 16 march 2021. During external inspection, nothing was noticed. Several tests (oc test, test 14,15 and 19, downstream and upstream pressure test, air detector pressure test) were carried out during investigation and all of them performed succefully. During device internal check, it was confirmed that the pump block was broken as reported in the complaint. To solve the issue, the pump block was replaced by a new one and performed overdue pm and passed the quality control test. The pump was then released for use and returned to service. The origin of the reported failure is likely due to usability. The root cause of this event was a lack of maintenance. Note : to ensure the normal performance of the device, it is recommended that preventive maintenance is performed every 3 years by a qualified technician. This complaint is considered as misuse.

Event description:
Pump motor block found damaged during pm. More information is needed to complete the investigation.